Manufacturer narrative:
Lot # is corrected as per the information from the customer. The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the housing opened during surgery. Procedure was completed successfully, no delay, no medical intervention and no adverse consequences were reported with this event. Additional information has been requested from the user facility.

Event description:
It was reported that the housing opened during surgery. Procedure was completed successfully, no delay, no medical intervention and no adverse consequences were reported with this event. Additional information has been requested from the user facility.

Event description:
It was reported that the housing opened during surgery. Procedure was completed successfully, no delay, no medical intervention and no adverse consequences were reported with this event. Additional information has been requested from the user facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, housing opened, was confirmed. The technician observed that the delrin ball was missing from the housing, which caused or contributed to the housing to open. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving.